Event description:
A report was received that the patient experienced large welts, rashes, bumps and sores at various parts throughout his body since implantation. Multiple attempts to contact the patient have failed. It is unknown if any medical intervention was provided to the patient.

Manufacturer narrative:
Device remains implanted in the patient. This is a final report.